Manufacturer narrative:
(B)(4). Information was not provided by the contact. Buckle torn the band/balloon with 56cm of catheter and the injection port with the locking connector and 2.3cm of catheter were returned for analysis. Upon visual inspection, it was observed that the buckle was returned damaged on both sides. Upon microscopic evaluation it was noted that a dent was observed on the snorkel side, this type of failure can occur as a result of a cut performed by a sharp instrument. The other side of the buckle was also torn. This tear could be also attributed to damage caused by the use of a sharp instrument. A leak test was performed on the balloon with a successful result; no leak was found. A review of the product's instructions for use (IFU) indicates to caution against damaging any part of the band, it is also noted that detailed instructions regarding proper device manipulation technique are provided. A device history record review was performed and no anomalies were found with respect to the manufacturing process. It was also noted that products are 100% inspected prior to distribution therefore a manufacturing issue is unlikely to have contributed to the event.

Event description:
It was reported that seven months post implant a swedish adjustable gastric band, the patient was no longer losing weight and had a stable bmi (B)(6). The patient had seven fills and after the fifth fill not restriction was felt. There was nearly, 10.5cc of saline in the band. X-ray examination showed that the band was opened. On the (B)(6) 2011, the band was replaced with a same like product. A new filling profile was started. For the time being the new band is yet to be filled for the first time. The original band was inserted without a trocar. The surgeon does not remember any unique difficulties inserting the band through the skin.